Manufacturer narrative:
The harmonic ace curved shears instrument was returned to intuitive surgical, inc. (Isi) and evaluated. Failure analysis investigations confirmed the customer reported complaint that an instrument blade broke off. The instrument was found to have a broken blade at the distal end. Approximately 0.312 of the instrument blade was found to be broken off and was not returned with the instrument. The known common cause of this failure is due to mishandling/misuse. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a blade from the harmonic ace curved shears instrument allegedly broke off and could not be found by the site. At this time, it is unknown if the missing instrument fragment fell inside the patient and was retained. However, there is no evidence based on failure analysis that a malfunction of the instrument occurred.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, a blade from the distal end of the harmonic ace curved shears instrument allegedly broke off. The surgical staff was unable to locate the missing instrument blade. According to the initial reporter, it was unknown if the instrument blade had actually fallen inside the patient. On 05/08/2017, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who was present during the surgical procedure. The csr provided the following information regarding the reported event: the instrument was found to be broken towards the beginning or middle of the surgical procedure while the surgeon was making an otomy for an og tube. When the surgeon's 1st assist removed the harmonic ace curved shears instrument, the surgical staff noticed that one of the instrument's blades was missing. However, the csr was unsure if the surgical staff first noticed that the blade was missing before or after the instrument was removed through the cannula. Immediately after the event occurred, the csr contacted an isi technical support engineer (tse) for assistance and verified that the tip of the instrument is radiopaque. The csr then informed the surgeon that the missing blade was radiopaque. The surgeon's 1st assist reportedly asked the surgeon if he wanted to perform an x-ray to search for the missing instrument blade. However, according to the csr, the surgeon made the decision not to search for the missing instrument fragment during the da vinci-assisted surgical procedure. The surgeon successfully completed the surgical procedure using a replacement harmonic ace curved shears instrument. After the surgical procedure was completed, the patient was sent to the pacu and an x-ray was performed to search for the missing instrument blade. The x-ray was negative. In addition, post-operatively, the upper gi of the patient was scoped in order to inspect the anastomosis. The csr explained that the surgeon performs this procedure to inspect the anastomoses for all of his patients. During the inspection, no instrument fragments were found. To the csr's knowledge, no post-operative complications have been reported.